Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden jump in high out of range shock impedance 115 ohms to 130 ohms. A technical service (ts) consultant was asked to review device data. Ts provided recommendations for lead integrity testing. The rv lead remains implanted. No adverse patient effects were reported.